Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the reported phenomenon, omsc assumed that the event that the device beeped and turned off was caused by the detection of an abnormality in the internal circuit due to failure of the pressure sensor mounted on the main circuit board. The defect of the pressure sensor may have been caused by peeling-off of wiring inside the pressure sensor due to either of the followings process error. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. Foreign matter (epoxy) had adhered to the pressure sensor due to mismounting the component. Omsc also assumed that the reported event that the buttons did not respond was caused by the event that the device beeped and turned off. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to the service department of olympus (B)(4) (oekg) for evaluation. The evaluation of the device confirmed the followings; the reported event was reproduced. The reported event was caused by the defect of the mainboard. If additional information becomes available, this report will be supplemented.

Event description:
The user was performed a therapeutic surgery for cholecystitis with the device. The alarm sounded when the device was turned on. The front panel of the device lighted up and the buttons did not respond. The user restarted the device 6 times. The procedure was completed without replacing the device. There was no report of patient injury associated with this event.